Event description:
It was reported the device was showing an error code. The device was returned for service. No patient involvement or complications were reported.

Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not duplicate the initial report. Analysis did find that the keyboard was scratched, the upper and lower cases were contaminated, the side bail covers were broken and contaminated, the ring cover was contaminated, the battery contacts were compressed, the battery drawer was contaminated, and the liquid crystal display (lcd) was missing pixels.